Event description:
Per the patient her pump was ¿going out¿. She was starting to feel sick and nauseous. The pump started beeping the day prior to this report. She was hearing a two-toned alarm. The patient had called her hcp (healthcare professional) but the pump had not been checked yet. The patient was told that she had about 3 weeks to replace her pump when it was last refilled. She was having trouble getting the replacement scheduled because she previously had a bladder infection that had since cleared up, but her primary care physician had not sent the surgeon the document showing that she was clear of infection. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).